Event description:
It was reported that during the demo, the 3mm fluted ball, 15cm burr device was broken off. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the received photo was reviewed. The described failure by the customer was confirmed. The received photo was reviewed and compered to a known good unit. It was found that the device failed visual inspection due to broken cutter and found corrosion. Based on the provided photo it shows signs of corrosion on the tip of the cutter and at the breaking point of the shaft. The most relevant root cause is linked to improper handling. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use states the following regarding the reported issue that was observed by the user or customer: anspach cutting tools are designed for single use only. Do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Products intended for single-use must not be re-used. Re-use or reprocessing (e.g. Cleaning and resterilization) may compromise the structural integrity of the device and/or lead to device failure additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.